Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal and exhibited normal electrical characteristics.

Event description:
It was reported that during implant the physician had difficulty advancing the lead. Upon explant, part of the svc coil had come away from the lead and was protruding.